Manufacturer narrative:
A field service engineer (fse) did not go onsite, but via telephone troubleshooting with the customer found tubing attached to the bsv had split and popped off. However, the exact tubing was not identified as per customer it was tubing on the rear pad. The fse had the customer trim back and reattach the tubing resolving the reported issues - leak and error messages. The fse followed up with the customer on a later phone call and verified the instrument was performing within specifications and no further leakage or errors was noted. (B)(4).

Event description:
The customer reported a leak of fluid of approximately 1 ml in volume coming out from near the blood sampling valve (bsv) on a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and probe obstruction and vls (vent line sensor) diluter error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.